Event description:
Pump1: entire row of buttons does not work (run/stop,3,6,9) - sent back to baxter pump2: multiple upstream occlusions sensor malfunction- sent back to baxter pump3: IV pump said to clean guide #2 and would not resume after cleaning. Htm cleaned load point 2 and replaced buttons and returned to service. Pump4: when attempting to start IV infusion, I was not able to push the button that correlates with "yes". Htm replaced buttons on pump and returned to service.